Event description:
It was reported the software is down on multiple patient information center ix throughout the facility. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by remote service personnel. The remote support engineer (rse) confirmed the customer allegation that the hosts in ICU and ed are in local mode and not connected. The rse did not succeed to remote into the primary server. The rse advised the customer to visually check the switches and if they are powered on. He advised to reboot the ICU, ed, sorad and distribution switches which solved the reported issue as the host did reconnect. Based on the results of the analysis, it was determined that the product has malfunctioned but the most likely cause remains unknown and could not be confirmed. The issue was resolved by rebooting the system.